Event description:
It was reported that on (B)(6) 2017 during the effort to complete a cyber-security upgrade the patient¿s pacemaker went into back-up vvi. The patient was sent home because in the past the patient had been programmed in back-up vvi and was asymptomatic during that previous time in back-up vvi. The patient returned to the clinic on (B)(6) 2017 and the patient¿s previous device firmware was downloaded through the engineering test page. The device was then reprogrammed to the patient¿s original settings. The patient was stable before, during and after the attempted cyber-security upgrade and was stable before, during and after both the downloading of the previous software as well as the reprogramming.